Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as open sores under the left breast area. There was no alleged device malfunction contributing to the wound. The patient¿s nursing staff at the hospital they are admitted to are providing wound care. The patient¿s physician also advised to remove the equipment. Follow up indicated that the wound improved.